Manufacturer narrative:
Results evaluation codes: this investigation is still in process. The sample has been forwarded to the mfg site. We can report that we have not received any similar reports on this catalog number. Upon completion of this investigation a follow up report will be submitted.